Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was an uncontained leak of 50 ml of diluent. The instrument was running a start-up procedure when the leak was identified. The operator was wearing personal protective equipment of gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer checked inside the instrument's right hand compartment and noticed disconnected tubing going from the diluent pump to the diluent reservoir. The tubing was reconnected by the customer, resolving the leak. (B)(4).